Event description:
Procedure type: total abdominal hysterectomy according to the reporter: the doctors were closing (mass closure) the pt after the procedure when a needle snapped and broke inside of the pt. They then closed the pt, and did and x-ray to see if a piece of the needle did fall into the pt. Reportedly, the x-ray showed that a piece of the needle was in the pt. Reportedly, the pt was then re-opened to locate and remove the needle piece.